Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
D10 h3 h6: remove evaluation conclusion code 67, evaluation method code 4114, and evaluation result code 3221. H10: replace statement with the following the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.